Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the cgm was displaying "high" so they administered insulin. Some time later, the patient was feeling tired and "manic". She passed out and hit her head on the kitchen floor. When she woke up she checked her bg and it was 40 mg/dl while the cgm was still displaying "high". The patient took glucose tablets. At the time of the report, the patient felt very tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.